Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump displayed system error 345. Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
The device evaluation was completed. The device underwent visual inspection with no issues noted. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The event history log review verified the presence of system error (se) 345. During the testing, this alarm was able to be reproduced while running the loaded set. The cause was determined to be an ultrasonic sensor. The reported event was verified and the cause was determined to be a failing ultrasonic sensor which was replaced to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.